Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device code (B)(6) captures the reportable event of clip unable to release from the catheter.